Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Upon visual inspection there is a nick in the locking feature. The scallops show damage. No further measurements were taken as the product was impacted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 010000664, g7 pps ltd acet shell 54f, 6342422. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat in shell. After several attempts the surgeon decided to use ceramic liner and there was no problem with locking this. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable.